Event description:
Two days after treatment with bovine collagen in the glabella, the pt experienced edema, erythema and discomfort accompanied by a whitish discharge and superficial skin loss. The physician prescribed oral antibiotics (cipro) for treatment.